Manufacturer narrative:
Concomitant medical products: 8253410 (patient interface 8253410 nim neuro 3.0): serial number - (B)(4); lot number ¿ 206315473; manufactured date ¿ november 2, 2012; UDI # - (B)(4); 510k - k083124. The 8253402 (mainframe) - the product analysis indicates that service and repair was unable to duplicate the reported issue. There was no fault found with the mainframe; it was tested and passed, meeting manufacturing specifications. 8253410 (patient interface) - the product analysis confirmed the reported malfunction. Stim1 was not working due to a blown fuse. The fuse and wave washers were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic finland facility reported that the nim mainframe and patient interface were not responsive. There was no mention of patient impact or injury.